Event description:
It was reported that the patient¿s present implantable neurostimulators (ins) were recently placed and the left one was already dying. The patient was in on (B)(6) 2014 and the impedances and everything else were normal. He checked his ins¿s with the patient programmer, as he was a good distance away, and the right battery was showing 2.96 volts while the left was showing 2.56 volts. The reporter made the patient check it again on the day of the report and it was at 2.45 volts. It was reviewed that the elective replacement indicator (eri) appeared at 2.6 volts and the reporter did not think the patient saw this message. The patient also experienced right sided tingling when he lied on his left side for the ¿last two days.¿ there were no falls or trauma and the patient called the reporter the day prior to the report. No intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported the patient&#38112;left implantable neurostimulator (ins) was replaced. Following the replacement the patient had recovered without permanent impairment.

Event description:
Follow-up received from the healthcare provider (hcp) reported that the battery voltages were not confirmed with a clinician programmer. No troubleshooting was done due to a travel barrier and it was unknown if there was 50% or greater symptom reduction. The patient was referred for a battery change and had his sinemet and comtan frequency increased. The patient outcome was pending a battery change on (B)(6) 2014. The patient outcome was not available at the time of the report due to a pending surgery, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v911920, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# v699244v01, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).